Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, seven (7) months due to calcification. The patient initially presented with chf. The tavr procedure was performed after an implant duration of nine (9) years, eight (8) months resulting in the implant of a 23mm non-edwards transcatheter valve. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of coronary artery disease (cad) and type ii diabetes mellitus.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed underwent a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to severe aortic stenosis and insufficiency secondary to calcification. The patient initially presented with chf and shortness of breath. The tavr procedure was successfully performed with a 23mm non-edwards transcatheter valve with no pvl or pericardial effusion. The patient was taken to the recovery unit in stable condition.